Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the fully articulating catheter for failure analysis investigation. The instrument was analyzed and was found to have a torn liner. The torn liner location w determined on two locations. The first location was found at 9.84mm from the shaft¿s distal tip to where the piece of the torn liner was sticking out from distal tip, no missing debris/fragments was observed. Second location was found at 19.29mm from the distal tip. However, during the full continuity leakage test, there were no failures observed. The catheter passed full continuity leakage test twice with no issue (both area of the torn liner did not cause any continuity failure).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the catheter; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to an ion endobronchial lung biopsy procedure, when proceduralist was placing catheter into ett, she noticed on the monitor that there was some fragments at the tip of the catheter. We attempted to clean the tip of the catheter assuming it was some debris from a cloth. After further inspection, by removing the vision probe from the catheter, a tear within the sheath was discovered. The diagnostic procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that no fragments fell into the patient.